Event description:
Follow-up revealed the patient's ipg was explanted and replaced with a different model and the original pocket site was used. At this time, it is unknown if the patient's issue has resolved.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent bariatric surgery for weight loss. However, weight loss resulted in ipg migration and pain at the ipg site. Surgical intervention is planned to address the issue.